Manufacturer narrative:
E1: event country: thailand. Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in it, the reported defect can be seen. Batch record review: lot: 4e02807 was manufactured 21/may/2024, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 29/aug/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID): 1704761 and manufacturing order: (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The reported malfunction could be generated during the manufacturing process of the final line, therefore no further batch record review of the subassembly lots was required. Historical complaints review: on 29/aug/2025, complaints investigator ran a query in database in order to verify the complaints reported for the 4e02807 lot for the malfunction ¿primary pack (sterile products) exhibits external contamination (e.g. Water marks, stains).¿ defect and 2 additional complaints were identified. Historical nonconformance review: on 29/aug/2025, complaints investigator ran a query in database looking for any in-process non-conformance (nc)'s / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿primary pack (sterile products) exhibits external contamination (e.g. Water marks, stains).¿ defect for the lot number: 4e02807 and as result, no non-conformance (nc)'s / corrective action / preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm)-002 m7 "sterile packaging inspection for nonconformities - visual attributes": frequency: first unit and every half hour. Sample quantity: 2 samples per process control. Acceptance criteria: accept = 0 / reject = 1. Preliminary investigation conclusions: following the investigation of the complaint regarding external contamination observed on both the secondary and primary packaging, we conclude that the contamination did not originate during the manufacturing process. The complaint was reported by a distributor, not the final customer, and there is no information available regarding how the product was handled after leaving our facility. It is important to note that the contamination was observed externally, which strongly suggests that it occurred post-manufacturing. Our facility maintains robust contamination control measures throughout the production and packaging processes, including: 100% visual inspection during manufacturing ¿ test methods (tm)-017, ver. 25.0, method #1. First piece visual inspection during packaging ¿ test methods (tm)-002, ver. 16.0, method #7. Process monitoring ¿ process instruction (pi), ver. 27.0, section 7.4.3 and process instruction, ver. 2.0. Quality control inspection at pallet level (80 units) ¿ test methods (tm)-017, ver. 25.0, method #1. Routine cleaning schedule ¿ established at batch level per dr-cs-0032, ver. 1.0. These controls are designed to detect and prevent contamination during all critical stages of production and packaging. The presence of contamination on the external surfaces of the packaging, combined with the lack of evidence of internal contamination, supports the conclusion that the issue likely occurred during distribution or handling outside our controlled environment. Therefore, based on the available evidence and the rigorous controls in place, we determine that the complaint is not attributable to the manufacturing process. Defect rate analysis: there have been 12 defective parts confirmed to date from a lot size of (B)(4) units. This represents a defect rate of (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.40% based on the process instruction ver. 2.0. In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.40. To date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as photographs were available for this complaint issue, they were evaluated, and as a result, the reported malfunction for the observed product was confirmed. The defect rate analysis for this issue is within the appropriate acceptable quality level (aql). A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 9618003, manufacturing site: 9618003.

Event description:
The distributor notified regarding the dirty primary packaging of the dressing. The product was not used. Photographs depicting the issue were received from the complainant.